Event description:
It was reported by a radiation center that the patient had left breast cancer and would be undergoing radiation treatment. The cancer's relationship to vns was not known. Follow-up with the patient's vns physician indicated the device had been disabled "a long time ago", and further information from the office was not available.

Event description:
Further information was received from the patient's treating physician indicating that she was unable to correlate relationship of vns to the cancer but she would guess relationship to be unlikely.